Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction: d9 additional information: d8, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the front ring at the distal end of the bronchovideoscope came loose during an unspecified procedure. The ring remained attached to the distal end until the end of the procedure and then fell off during the first wipe. There were no reports of patient harm.